Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was not determined. It was clarified that the guidewire used was a "stryker brand synchro guidewire and it was delivered through a catheter.

Event description:
Medtronic received a report that an echelon microcatheter was punctured by a non-medtronic guidewire intra-operatively. The patient was undergoing surgery for treatment of an intracranial aneurysm. The access vessel was the right femoral artery with a vessel diameter of 7.3mm. It was noted the patient's vessel tortuosity was normal. It was reported that while advancing the guidewire through the catheter, the guidewire perforated the distal tip of the microcatheter and exited outside the catheter. The damage was located in the distal section of the guidewire and there was a catheter puncture. It was notedthat there was no friction or difficultly during the insertion of the guidewire/stylet. The catheter was flushed an indicated in the instructions for use (IFU). It was indicated that all devices were prepared as per the IFU, and no patient symptoms or further complications were reported as a result of this event. Ancillary device alleges ("it was heard") the use of a non-medtronic guidewire (stryker synchro 14).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.